Manufacturer narrative:
Weight, ethnicity: unknown, not provided. If implanted; give date: not applicable as lens was removed and replaced during the same procedure. If explanted; give date: not applicable as lens was removed and replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it was discarded, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 intraocular lens (iol) was fully inserted in the right eye (od). There was a torn lens. The lens was also scratched. It was removed and replaced. The process was completed successfully with another z9002 lens. The lens was discarded. Patient has recovered. No further information is available.